Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was not confirmed. The assignable root cause was determined to be due to maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the battery reamer device was running loud but functional, the devices electronic control unit had signs of corrosion, the electromotor was more than two years old and the planetary gear components had signs of corrosion and contaminated grease. It was noted in the service order that the device had no response when pressing on the trigger and the device was completely dead. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.